Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and device implant on (B)(6) 2016. Previous to device explant an egd with dilation was attempted twice to alleviate dysphagia symptoms. Uneventful device explant on (B)(6) 2016. Device found in the correct position/geometry at the time of removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including device implant and hernia repair on (B)(6) 2016. Previous to device explant an egd with dilation was attempted twice to alleviate dysphagia symptoms. Uneventful device explant on (B)(6) 2016. Device found in the correct position/geometry at the time of removal. Patient's dysphagia reported as improved after removal on (B)(6) 2016.